Event description:
On (B)(6) 2022, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 824 mcg/day) via an implantable pump. The patient reported a return or spasms. The pump was increased, but still spasms. The hcp operated and first checked the catheter connector with no issues, then spinal area and nothing was coming back. The catheter was tied off. The hcp decided to implant a new catheter. The issue was resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; lot#: n284477002; implanted: (B)(6) 2011; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.